Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that their device felt like it was trying to poke its way back out of their body. There was a hole that had opened in their back and they could feel the corner of the device near the opening. They saw their surgeon for the issue and they referred the patient to a dermatologist. The patient was worried they needed help from someone with expertise in the device. They asked what the best way they could get treated for this issue was. The agent responded and educated that device erosion was a medical issue that needed to be evaluated and managed by the managing healthcare provider (hcp). They recommended that the patient consult with the managing hcp again.

Manufacturer narrative:
B3: event date is year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.